Manufacturer narrative:
The device was evaluated by stryker and it was confirmed that the battery was depleted. The device was tested with a test battery and was able to power on with no discrepancies. The root cause of the depleted battery could not be established. Device is archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.